Event description:
Penumbra inc. Part number 0854 -0.032 catheter- quality failed to measure a critical dimension on part per drawing -hub ic-. This was discovered in 2009 and placed on ncr. This oversight has yet to be corrected, and the part is still being improperly inspected. Since 2007, this has effected released lots. Dates of use: 2007 - 2010 (to present). Diagnosis or reason for use: ischemic stroke treatment.